Event description:
It was reported that a patient presented to clinic for follow up. The patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated. The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
Upon receipt, the device was unable to be interrogated. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.